Event description:
Patient underwent trochanteric fixation nail (tfn) surgery on an unknown date in (B)(6) 2013. It was reported that the patient was complaining of pain. Both an MRI and an x-ray revealed the distal interlock screw is posterior to the nail and is not engaged in the nail. Revision surgery is planned for the near future. This report is for an unknown nail. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was implanted on an unknown date in (B)(6) 2013. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Revision surgery took place on (B)(6) 2013. All hardware was removed and replaced with a long trochanteric fixation nail (tfn). No issues during surgery were reported.